Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-mar-2023. H6: investigation summary: customer returned two syringe 0.3ml 31g 8mm inside the metal canister without a polybag. It was reported by the consumer that there is liquid inside syringe. The needles were visually inspected and tested for any fluid by pushing the plunger rod and no issues or fluid was found. Due to the batch being unknown, no DHR review can be completed. Based on the samples received, embecta was not able to confirm the customer¿s indicated failure. The root cause cannot be determined, since the issue was not confirmed.

Event description:
It was reported that there is liquid inside of the bd insulin syringes with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: consumer reported that there is liquid inside of the syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that there is liquid inside of the bd insulin syringes with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: consumer reported that there is liquid inside of the syringes.